Manufacturer narrative:
Additional, corrected and/or changed data: b.5, b.6, h.6.

Event description:
Sales representative reported "deflated implant". Healthcare professional later reported "rupture/deflation". Healthcare professional later reported "capsular contracture", " calcified capsule", "fluid from breast capsule, culture from left breast capsule" and "fluid within the implant, it was a milky color, milky fluid within the capsule". This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Sales representative reported "deflated implant". Healthcare professional later reported "rupture/deflation". This record is for the left side. Device has been explanted and replaced.